Event description:
Information received from the field notes that the patient was admitted to the hospital with a heart rate of 38ppm. Aninterrogation in ddd revealed that the bipolar ventricular impedance was > 1990 ohms. The pacemaker was reprogrammed observed.~~~~~